Manufacturer narrative:
Citation: dobson, laura e. Post -procedural myocardial infarction following surgical aortic valve replacement and transcatheter aortic valve implantation. Eurointervention (2017) 13(2):e153-e160 doi 10.4244/eij-d-16-00558 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding post-procedural myocardial infarction following surgical aortic valve replacement and transcatheter aortic valve implantation all data were collected from a single center between january 2009 and april 2014. The study population included 130 patients, of which 86 (predominantly male; mean age 80.7 years) were implanted with either a corevalve, engager or lotus transcatheter bioprosthetic aortic valve. Serial numbers were not provided. Among all patients implanted with a transcatheter bioprosthetic aortic valve, adverse events included; myocardial infarction (mi) and conduction disturbances treated with a permanent pacemaker. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed malfunction and medtronic product. No additional adverse patient effects or product performance issues were reported.